Event description:
Related manufacturer reference number: 3006705815-2023-06233. It was reported surgery took place on (B)(6) 2023 to debride the pocket site. Per the physician the tissue did not look to be infected. Upon opening the pocket, the 9-16 wire of the penta lead was damaged as it was nicked by the bovie. The lead was not replaced, and programming provided effective stimulation.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.